Manufacturer narrative:
(B)(4).

Event description:
It was reported by the contact that the customer's pump was stopping insulin delivery several times. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.